Event description:
React health received a complaint from a durable medical equipment provider that a patient experienced bradycardia and required evaluation in the emergency room while using this device. Therapy with this device was discontinued and the event has resolved. The device was returned and evaluated by react health where it was determined to be operating according to the manufacturer's specifications. It was noted during the evaluation that the reslex feature had been set to 3, a therapy feature activated by a physician that enables the device to automatically reduce the treatment pressure when the patient exhales, so as to make the user more comfortable. Due to the reslex setting, the device did not initially appear to reach it's set level. Once this feature was disabled, the device reached the prescribed set pressure. The manufacturer took possession of the device on 29-may-2025. It was tested and found to have no abnormalities, no faulty parts and satisfactory performance.